Event description:
Patient states that when pushing down to inject dose there is no medicine that comes from pen. Patient has been using pen for years this is not the first time she used byetta pens. She believes the pen was jammed. Advised patient to contact manufacturer (B) (4). Dose, frequency and route used: inject 10 mcg under the skin twice a day for diabetes. Therapy dates: (B) (6) 2010 to present. Diagnosis for use: diabetes.